Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump did not annunciate an audible noise. Review of the pump volume settings verified that the setting was set to "high" to declare an audible tone. Blood glucose level was 300 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.